Event description:
It was reported that lead placement curved to medial and caudal. The patient never had therapeutic effect and had less than 50 percent therapy relief due to the lead placement being suboptimal. The diagnostic testing or troubleshooting performed was x-rays. The action required as a result of the event was explant and the product issue was resolved. The lead would be replaced in the future and would not be returned as the customer discarded it. The patient status at the time of report was alive with no injury.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va018g0, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).